Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Evaluation of the submitted system controller log file captured approximately 224 pi events. The remaining pump parameters were within normal limits. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 49 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on 03/13/2017, the patient was admitted into the hospital due to dizziness that was secondary to an acute gastrointestinal bleed. The patient presented with orthostasis, and was found to have new anemia and melena consistent with anemia from recurrent upper gi bleed. While in the emergency department, the patient received 2 units of packed red blood cells with suboptimal improvement in hemoglobin from 6.4 g/dl to 7.5 g/dl. The patient was started on proton pump inhibitors and octreotide, and was fluid resuscitated with saline. The patient¿s warfarin was held. On (B)(6) 2017, a small bowel enteroscopy revealed blood in the proximal stomach, with an actively bleeding angioectasia that was treated with argon plasma coagulation. The patient was continued on oral proton pump inhibitor, octreotide, and danazol. Warfarin was resumed after the small bowel enteroscopy; however, on (B)(6) 2017 the patient had an episode of melena with a drop in hematocrit to 6.8%. The patient received a transfusion of 2 units of packed red blood cells with improvement in laboratory values. On (B)(6) 2017, a repeat enteroscopy was performed which revealed no significant abnormalities. The patient continued on warfarin, and on (B)(6) 2017 was started on IV heparin. On (B)(6) 2017, the patient was discharged with stable blood counts and an inr of 1.7. It was reported on (B)(6) 2017, that the patient was seen in a follow-up clinic visit, and doing well. It was also reported that the patient had experienced previously unreported gi bleeding events on (B)(6) 2016, and (B)(6) 2017.